Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's current blood glucose was 119 mg/dl. The customer did experienced the symptoms such as dizzy, blurred vision, weak. The customer was treated by bolus with insulin pump, syringes. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears flush. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.